Event description:
On (B)(6), 2007, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. On an unk date, distal type I endoleaks were discovered on both the ipsilateral and contralateral sides. It was reported that the iliac artery diameters have increased since the original implant in 2007. On (B)(6), 2011, this pt was implanted with two contralateral leg components to treat the distal type I endoleaks. The endoleaks resolved and the pt tolerated the procedure.